Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported hernia and surgical reduction. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon follow up with the dialysis clinic for an unrelated event, the peritoneal dialysis registered nurse (pd rn) reported this continuous cycling peritoneal dialysis (ccpd) patient was diagnosed with a hernia which was surgically reduced. According to the pd rn, the patient did not have the hernia prior to beginning pd and the patient has been doing pd "for years" and that "pd can cause hernias." She denies any diagnosis of iipv and is not aware of any device malfunction which could have caused the hernia. The patient is currently dialyzing on hemodialysis and will be re-evaluated for pd in 6 months. The device was not returned to the manufacturer.